Event description:
According to the reporter, during the removal of the dressing which secure the catheter before connecting to the dialysis, the device's venous luer lock adapter was damaged. The catheter's extension tube was repaired with another manufacturer's product as the intervention/treatment required for the leakage. The treatment was proceeded and completed. There was no blood loss and blood transfusion was not required. Nothing unusual was observed on the device prior to use, there was no other product utilized with the device, there was no medical intervention done to the patient, octanisept was used as the cleaning agent to clean the adapter and the cleaning agent was allowed to dry thoroughly prior to applying the ointment to the area. There was a leak and crack at the venous (blue) luer adapter. There was no instrument used to loosen or tighten the device and tego was utilized. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of the dressing which secure the catheter before connecting to the dialysis, the device's venous luer lock adapter was damaged. The catheter's extension tube was repaired with another manufacturer's product as the intervention/treatment required for the leakage (only the discarded portion of the catheter was repaired). The treatment was proceeded and completed. There was no blood loss and blood transfusion was not required. Nothing unusual was observed on the device prior to use, there was no other product utilized with the device, there was no medical intervention done to the patient, octanisept was used as the cleaning agent to clean the adapter and the cleaning agent was allowed to dry thoroughly prior to applying the ointment to the area. There was a leak and crack at the venous (blue) luer adapter. There was no instrument used to loosen or tighten the device and tego was utilized. There was no reported patient injury.